Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additonal info: product analysis observations: optical examination did not identify a pre-existing material defect that could contribute to the fracture propagation. Microscopic examination of the fracture found a fairly flat quasi-brittle fracture through the cross-section of the material, ending in a shear lip. Conclusion: the morphology and location of this kind of failure is consistent with an over-torque of the instrument during use.

Event description:
It was reported that a patient underwent an unknown spinal surgery. During surgery, it was reported that the tip of the drill bit broke while using the mallet to get bone purchase. The broken tip was manually removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.